Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: the laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the clip attached. During testing the device was advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gi position. The tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation there is a delay in the clip opening. The device was then sent to the supplier for further evaluation. During the supplier's evaluation, the clip was inadvertently deployed in the closed position in the endoscope the device was returned from the supplier with the clips in the closed position and deployed from the deployment device. The supplier's evaluation reported the following: the clip was deployed as the clip was being inserted into the endoscope. The report is confirmed based on the fact the clip was inadvertently deployed at the approved supplier while inserting the device into the scope. During a functional test, of the returned device handle was manipulated and the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, coil catheter and internal clip components (distal end device components), showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed however, difficulty opening and/or closing can be a sign that the clip is in a partially deployed state. Further attempts to pass the clip down an endoscope likely contributed to the premature deployment. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: during the supplier's evaluation, tte clip was inadvertently deployed during the course of the evaluation. The clip was deployed as the clip was being inserted into the scope. It is possible that the clip was in a partially deployed state and the evaluation process unintentionally completed the deployment process. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used a instinct endoscopic hemoclip. The clip was advanced down and out of the olympus colonoscope, the clips would not open. The procedure was completed with a competitors clip. There was no reportable information at the time. Additional information was received on 10-oct-2019. The response letter from the supplier indicated that device deployed in the endoscope channel, during the investigation of the returned complaint device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence